Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine at the connection of the female connector and the minicap; further described as "minicap is leaking iodine". This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: this device was manufactured in baxter healthcare ¿ cuernavaca, ave. De los 50 metros no. 2, cuernavaca, mexico 62578 or baxter healthcare ¿ cleveland, 911 highway 61 north, po box 1058, cleveland, ms, 38732, united states. H10: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No damage or cracks were observed on the complaint sample. No excess iodine was observed outside the cap to indicate a crack. Functional testing was also performed including leak testing, and pressure tests no issues were noted. An underwater pressure test was also performed with no issued noted. The returned sample met specification and was found to be conforming product. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.